Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a failure of head fixation during a cranial surgery has occurred, with the brainlab device involved, despite according to the hospital: the slippage occurred during preparation before the actual surgery/incision, and the patient's head did not completely slide or fall out of the head holder. The laceration was sutured (usual wound care), delaying the surgery by ca. 20-30 minutes. The user replaced one pin to use the head holder for fixation at the surgery as planned. The procedure (surgery) continued successfully and went according to plan. There was no other negative clinical effect for this patient due to this issue, nor were any further remedial actions necessary for this patient. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the slippage of the patient's head in the head holder is an error in the usage of the device. The surgeon did not follow the corresponding brainlab instructions, specifying that the head holder device must be positioned along the centerline of the patient's head. There is no indication of a (systematic) error or malfunction of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Corresponding to the root cause, brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
For a cranial surgery (resection of acoustic neuroma), it was planned to fixate the patient's head in a head holder (skull clamp, 3rd party device) equipped with the brainlab sterile radiolucent skull pins. At the preparation of this surgery, the patient's head was fixated in the head holder (skull clamp) with head turned laterally. During this preparation before the actual surgery/incision, the patient's head slipped in the head holder on the single-pin side (back of the head), causing a full thickness scalp laceration of approximately 10-15 cm in length at the patients head. According to the hospital, the patient's head did not completely slide or fall out of the head holder. The laceration was sutured (usual wound care), delaying the surgery by ca. 20-30 minutes. The user replaced one pin to use the head holder for fixation at the surgery as planned. The procedure (surgery) continued successfully and went according to plan. There was no other negative clinical effect for this patient due to this issue, nor were any further remedial actions necessary for this patient.